Event description:
Patient with osteoradionecrosis of the mandible was implanted with a plate on an unk date. Pt is edentulous. Pt returned to the operating room on (B)(6) 2009 for revision and removal of previously placed recon plate which had fractured and was displaced. Pt was revised to a 2.5 matrix recon plate. This is an ongoing issue with this pt who has had multiple surgeries.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.